Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified forearm shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured immediately after raising it to 10 atm upon first inflation. The pressure is applied at 1 atm for 5 seconds, so it takes about 50 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified forearm shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured immediately after raising it to 10 atm upon first inflation. The pressure is applied at 1 atm for 5 seconds, so it takes about 50 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.